Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection showed cuttings in the insulation and severe deformations of the conductor coils. In addition deformations of the fixation helix were observed. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. With regard to the loss of capture mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation and deformations of the conductor coils were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this patient was admitted to the hospital due to syncope. Interrogation of the device showed intermittent loss of capture with reported asystole due to noise/oversensing on the right ventricular lead. The patient was implanted with a temporary pacemaker and all lead measurements appeared within normal range. No additional adverse patient effects were reported. The field representative noted that no physical damage of the lead was noted on fluoroscopy but loss of capture was observed at maximum outputs. The pacing impedances measurements were stable as well as r wave amplitudes. Upon the revision procedure it was noted that all set screws were intact and leads were inserted properly into the device header. A low out of range pacing impedance measurement was noted on the right ventricular lead. A connection issue was not suspected. After the right atrial and right ventricular leads were disconnected parameters appeared normal, but after putting the stylet inside the right ventricular lead intermittent loss of capture was noted. No insulation damage or fracture was noted on the right ventricular lead but a possible fracture was suspected. The right atrial lead also showed low pacing impedance measurements and high pacing thresholds. It was noted that the right atrial lead was damaged during the revision procedure. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. We were not told if this lead is the ra or the rv lead.